Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's battery was depleting quickly, resulting in the pump shutting off. The customer¿s blood glucose (bg) was over 600 mg/dl. The customer administered a bolus via the pump to address the issue and went to the emergency room with moderate ketones. The customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump's battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.